Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a not reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed not reportable.